Event description:
It was observed that during the device evaluation, the subject device exhibited lines/flickering/noise in image and no image on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: g3, h8. This report is being supplemented to provide a correction to a previously submitted report. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 8/aug/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.